Event description:
It was reported that the patient¿s stimulation was intermittent. When the patient turned the stimulation on yesterday, he had to turn his head to the right to feel stimulation. It was reported the patient felt it going down the right side of his neck and ear, and that didn¿t feel right. It was reported that 2-3 weeks ago, the patient noticed he had to turn right to get it to do anything. It was reported that the patient got headaches and that the battery helped until now.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-29, lot# n184505, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n310198, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).